Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. Additional product codes for this report include hwc. UDI number: ((B)(4). The complainant parts have not been explanted. At this time, a revision procedure is under consideration, but has yet to be scheduled. The complainant parts are not expected to be returned for manufacturer review/investigation. (B)(6). Report the need for medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure as a result of the reported migration. Device is not distributed in the united states, but is similar to a device marketed in the u.s. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: april 20, 2011 - expiry date: april 1, 2021. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with a proximal femoral nail antirotation (pfna) construct during an open reduction internal fixation procedure on (B)(6) 2011. During a follow up visit on (B)(6) 2016, x-ray imaging revealed that the blade had penetrated the artifact femoral head and the acetabular roof. It was confirmed via blade stopper function, however, that the blade did not go through the center of the femoral head. The surgeon indicated that there is the possibility of femoral artery bleeding should the blade continue to move. Therefore, a removal procedure is under consideration. At this time, however, one has not been scheduled. This report is 1 of 1 for (B)(4).